Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The sled and staple pushers are visible at 1.5cm cut lines. The interlock was engaged properly. The jaw of the reload was open. I -beam was fully retracted. Staple pushers were visible at approximately the 2.5cm cut line. Functionally, the reload was loaded into a representative handle. The reload was cycled without hesitation or binding and was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: partial firing. Visual inspection noted the reload was partially fired with the interlock engaged. The staples on the reload are under-crimped staples from firing on over indicated tissue. Staple pushers were flush and sub-flush with the cartridge. The reinforcement material was cut at 1.5cm cut lines. The proximal suture was cut properly. The distal sutures were returned intact. The product analysis noted evidence that the device was not used as intended. This issue can occur if device had been applied on tissue beyond the indic ated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the reload could not connect with the handle. There was a trace that the lock ring had moved. Another handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the device could not connect with the handle. There was a trace that the lock ring had moved. It was also reported that the surgeon tried to resect the parenchyma, but the device did not fire. The surgeon got a new device and compressed the tissue to resect with no success. A different device was used to resolve the issue and complete the procedure. There was no patient injury.